Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call cracked battery cap, blank display and high blood glucose levels. Customer's blood glucose level was 439 mg/dl. Customer treated their high blood glucose via manual syringe. Customer advised the insulin pump did not turn on after they received a replacement battery cap. Customer replaced the insulin pump with brand new batteries and the blank display anomaly remained unresolved. Customer was advised to give the insulin pump time to power up due to not having power for a couple of days until the replacement battery cap arrived. Customer was advised to monitor the device and call back if the display did not return.